Manufacturer narrative:
One (1) opened sample (out of 2 reported) was received for evaluation. Visual inspection revealed that the valve set contained an oily substance on the body of the valve set and on the inside of the pouch. Analytical testing of a sample for a similar complaint revealed that the oily substance was medical grade silicone oil, which is a part of the manufacturing process. The cause of the condition was not determined. The reported issue was confirmed as a cosmetic defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two acd disposable valve sets contained an ¿oily substance.¿ this was noted before use. There was no patient involvement. No additional information is available.